Event description:
Consumer complaint of high blood results. Expected blood glucose results range from 100 to 115 mg/dl. Test strip lot manufacturer's expiration date is 09/30/2013. Recall test results performed from meter memory: (B)(6) 2013; 5:25 pm - 246 mg/dl, (B)(6) 2013; 8:50 am - 136 mg/dl, (B)(6) 2013; 7:07 pm - 239 mg/dl, (B)(6) 2013; 9.36 am - 231 mg/dl, (B)(6) 2013; 5:35 pm - 138 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2013).